Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of sensor pod from the patient's abdomen, the sensor wire was left in patient's skin. The sensor was inserted at the abdomen on (B)(6) 2015. Patient reported sensor wire was removed from the skin like a splinter. No additional event or patient information is available. It should be noted that the reported sensor malfunction expiration date is (B)(6) 2015.